Event description:
A nurse reported when the surgeon removed the laser probe through the trocar cannula, it became stuck and the cannula came out with the probe. The case was completed without harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).